Event description:
It is reported that the pt is experiencing calcar rounding.

Manufacturer narrative:
Additional information: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Additional information: it is further reported the patient also experienced pain.

Manufacturer narrative:
Primary surgical notes, dated (B)(6) 2012, stated the tha was for osteoarthritis. There was a 4mm leg length increase noted. The tha was deemed to be optimal reconstruction. No complications were noted. Follow up notes, dated (B)(6) 2015, stated patient had right thigh pain over the last 2 years. Further monitoring is continuing to see if pain subsides. X-rays had been taken during the (B)(6) 2015 follow up and had noted radiolucency in zone 10 and 12 of 1 mm. With the information provided, a definitive root cause cannot be determined for the pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.